Event description:
The facility representative contacted baxter to report a flogard infusion pump with a clamp issue. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during power up in the biomedical service department. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a clamp issue was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made at this time. Additional information: a service history review revealed no previous service events were related to the reported condition.